Event description:
This case was reported by a lawyer via legal claim and described the occurrence of neuropathy in a female pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. The currently (B)(6) pt rec'd dentures on an unk date, and her denture adhesive product of choice was super poligrip. On an unk date, the pt "was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip. "According to the claim, the pt continued to suffer "from profound and permanent neurological and other injuries attributable to her super poligrip use" which left her unable to perform her normal, customary and daily activities. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).